Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the conductor wire insulation damaged. There was no material missing, but the conductor wire was exposed within the insulation. The instrument passed an electrical continuity test. The root cause of this failure was attributed to a component failure. An additional finding not reported by site was also identified. The instrument was found to have mechanical indentations / scratch marks. The indentations / scratch marks measure approximately 0.029" x 0.041". There was no material missing as a result. The root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 471205-17/n11210614 0072 associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 on system (B)(4), with 5 lives remaining. No investigation required as no image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis this complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was found that after a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps was found to be falling out. The previous procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer to obtain the information regarding patient demographics, relevant testing, and medical history; however, the customer was not able to provide that information. Per customer, the fenestrated bipolar forceps and cannula was inspected prior to use and no anomaly was noted. Pin gauge was used to inspect the cannula. Per surgeon, there was no report of any collision or arcing.

Event description:
Refer to h10/h11 for follow-up information.